Event description:
Customer reports non integration, infection, bone loss, abscess, inflammation and pain. There were 4 implants placed (22, 23, 26, 27) at week 2 post -operative visit site 27 presented with infection and bone loss on buccal plate.

Event description:
Customer reports non integration, infection, bone loss, abscess, inflammation and pain. There were 4 implants placed (22, 23, 26, 27) at week 2 post -operative visit site 27 presented with infection and bone loss on buccal plate.